Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in unknown surgery. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2021 and suture was used. During the procedure, it was reported that the problem of pulling off suture needle had happened in unknown surgery. Another like device was used to complete the surgery. There were no patient consequences reported. No additional information was provided.